Event description:
It was reported that the patient had a problem with this catheter. The medication being delivered via the device system was not reported. More medicine was aspirated during a refill than was reported as present on the programmer. A dye study was performed but showed "nothing of significance" per the health care professional. The patient had anxiety and withdrawal symptoms. A revision was performed where the catheter was explanted and replaced. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The catheter has been returned to the manufacture for analysis. A follow-up report will be sent when the analysis is complete.